Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50, serial #: (B)(4), description:scs 50cm iii lead.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that contrary to what was previously reported the boston scientific spinal cord stimulator were not explanted and no further course of action will be taken.